Event description:
It was reported that r-waves was noted to have decreased since implant. The lead was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.